Manufacturer narrative:
Details of complaint: the customer reported that all gz telemetry transmitters went into comm loss at the central nurse's station (cns). Some devices came back, displaying a "registered bed not ready" error message and some never came back. No patient harm or injury was reported. Investigation summary: nihon kohden technical support (nk ts) performed troubleshooting steps during the call, and the biomedical engineer (bme) replaced the batteries on the gz transmitters. These units began to show vitals once the batteries were replaced. The customer requested a root cause of issue. Nk ts had clinical (cits) remote into the server to identify whether an event was captured in the logs. Cits could only identify two (2) devices. The two (2) devices were the two in which the batteries were replaced. With the information available, it is reasonable to identify the root cause as the failure of the transmitter batteries. Replacement of the batteries corrected the issue. No log entries of an event could be found for the communication loss of the other devices. A review of the serial number history shows no recurrence of the reported issue.

Event description:
The customer reported that all gz telemetry devices went into communication loss, some device came back with an error "registered bed not ready", some never came back, and some came back up completely. No patient harm was reported.

Manufacturer narrative:
The customer reported that all gz telemetry devices went into communication loss, some device came back with an error "registered bed not ready", some never came back, and some came back up completely. No patient harm was reported. Nihon kohden continues to investigate the reported event.

Event description:
The customer reported that all gz telemetry devices went into communication loss, some device came back with an error "registered bed not ready", some never came back, and some came back up completely. No patient harm was reported.